Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. The customer did not experience any symptoms and treatment such as a result of high blood glucose. Customer declined troubleshooting for high blood glucose. Customer reporting the metal piece in the battery cap falling. The insulin pump will not be returned for analysis.